Event description:
Bekki t, yamamoto y, saeki y, arihiro k, tanabe k, ohdan h. Iatrogenic hepatic granuloma (suspected liver metastatic lesion on imaging) caused by liver retraction during laparoscopic gastrectomy: a case report. Clin case rep. 2020;00:1¿5. Description of procedure + malfunction/injury as outlined below: patient was diagnosed with advanced gastric cancer. Patient underwent laparoscopic total gastrectomy. Total inoperative liver retraction time was 157 minutes. Post-operative results showed elevated liver enzymes (liver dysfunction). Post-operative follow-up at 2 weeks showed abnormalities in the low density area of the liver. Partial hepatectomy at 2 months post-operation revealed epithelioid granuloma with coagulation necrosis. Authors hypothesize that granuloma formation was the result of intraoperative liver retraction using the nathanson during laparoscopic gastrectomy. Subsequent follow-up show no reoccurrence.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not supplied, and therefore a review of the device history record could not be performed. Clinical evidence report for the nathanson liver retractor system' was reviewed as part of this investigation. The report states that the nathanson liver retraction system is a surgically invasive device contacting body tissues and fluids, adverse events associated with its use are related to liver injury or damage. The IFU sent with the complaint device contain specific instructions regarding dimensions and instructions for insertion. Based on the information received the exact root cause or cause of failure could not be determined.

Event description:
Bekki t, yamamoto y, saeki y, arihiro k, tanabe k, ohdan h. Iatrogenic hepatic granuloma (suspected liver metastatic lesion on imaging) caused by liver retraction during laparoscopic gastrectomy: a case report. Clin case rep. 2020;00:1¿5. Description of procedure + malfunction/injury as outlined below: patient was diagnosed with advanced gastric cancer ; patient underwent laparoscopic total gastrectomy; total inoperative liver retraction time was 157 minutes; post-operative results showed elevated liver enzymes (liver dysfunction); post-operative follow-up at 2 weeks showed abnormalities in the low density area of the liver. Partial hepatectomy at 2 months post-operation revealed epithelioid granuloma with coagulation necrosis. Authors hypothesize that granuloma formation was the result of intraoperative liver retraction using the nathanson during laparoscopic gastrectomy. Subsequent follow-up show no re-occurrence.